Manufacturer narrative:
The account found the casters were stripped within the caster stem. The account replaced the casters to repair the bed.

Event description:
The account alleged that the bed would not go into steer and only the left head caster will engage into brake.